Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Following review of system error logs, the customer was advised to replace the gpos and rtos. The customer did not authorize gpos and rtos replacement. At this time no further repair was performed. The system was tested and found to be working as intended and put back into service.